Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the tip of the screwdriver shaft broke during the removal operation on (B)(6) 2012. The fragment was removed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The measurable dimensions of the broken tip were checked and found to be in compliance with technical drawings and ao asif specification. The examination of the raw material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao asif specification and with the international standard. The cross section surface shows no irregularities which indicate material conformity as well; this is indicative of exceeding applied mechanical force during removal surgery may have caused the breakage. No product fault could be detected.